Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that patient lost consciousness during a hypoglycemic episode. Patient reported wearing the pod longer than 48 hours in the leg when hypoglycemia occurred. Patient did not know what her specific blood glucose levels were during hypoglycemia event but reported receiving multiple urgent low advisory alerts from the pod, indicating less than 55 mg/dl. Patient reported her husband called ems (emergency management services) who treated her with glucose paste. Patient reported following up with her physician that made some changes to her pump settings.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would contribute to the over-delivery of insulin. The pod functioned as intended.